Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The device was found to function as expected no damages or deficiencies that would impact pod operation were observed. The pod data showed no alarms, timeouts, or drive stalls occurred. Inspection of the patient history buffer (phb) data found -1 egvs, indicating extended signal loss between the pod and the continuous glucose monitor (cgm), though insulin delivery was not impacted. The device was successfully activated and rerun both on manual and automated mode. Therefore, no problem was found regarding the reported user error/training issue event. During fluid path testing, a bent needle was observed indicating a damaged hard cannula.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to less than 40 mg/dl while wearing the pod between 36 and 48 hours. The patient reported having a migraine that elevated their blood glucose levels. In addition to insulin being received by the pump, the patient also provided insulin via syringe. Symptoms reported include lethargy, sweating, incoherence, and migraine. The patient was treated with; CT scan to rule out stroke, electrocardiogram, chest xray, migraine cocktail, intravenous fluids (unknown contents), and a shot of regular insulin. The patient was released the following day (B)(6) 2025, after spending 9 hours in the ER. The pod was not removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition or user error could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s911u1ues6dyg1. Hardware: sm-s911u1. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.